Manufacturer narrative:
(B)(4): device history review: a review of the device history records was attempted. In doing so, it was determined that the reported lot number does not match the reported part number. No records could be reviewed. Reported lot number (46273) is not valid for part number 201.816. Valid lot number is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2013 the surgeon performed a first metatarsocuneiform joint arthrodesis and a weil osteotomy of the second metatarsal of the left foot. A 4.5 mm synthes headless compression screw was used to hold the bones together at the fusion site and competitor k-wire used to ensure symmetry of the fusion. A 2.0 mm synthes cortical screw was utilized in the lag technique across the osteotomy in order to stabilize it. The surgery was completed; operative notes reported "good firm compression" after surgery. Patient status was noted to be satisfactory. On (B)(6) 2014, an x-ray showed that the compression screw was broken into two pieces. Cortisone injection therapy of left plantar midfoot at trigger was provided to address the patient¿s pain until (B)(6) 2014 at which point revision surgery was completed on the first metatarsal to address non-union. The accessible, more proximal segment of the broken 4.5 mm synthes headless, compression screw was removed. The most distal segment was deeply imbedded into medial cuneiform and remains in the patient. An orthohelix y-plate and two locking screws were implanted to fuse the joint; and a 2.5 x 0.5 cm piece of bone was harvested from the patient's heel to fill in the deficits in the bone left by the fractured compression screw. The patient outcome post surgery reported the patient was doing well without complications. On (B)(6) 2014, an x-ray revealed the revision devices were intact and fully engaged with acute hardware complication. The second proximal interphalangeal arthrodesis is incompletely united with periprosthetic lucency indicating loosening. The second metatarsal osteotomy is healed and fixation screws intact and fully engaged. Findings reported from an x-ray taken on (B)(6) 2014 stated the fusion site was not fully healed. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.